Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that the insulin pump had keypad anomaly. Customer stated that the buttons are hard to press. Troubleshooting for keypad anomaly was performed and customer stated the date and time was wrong when they attempted to change out the insulin. Customer could not recall any significant events leading to the keypad anomaly. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump had an intermittent button response, due to flattened act keypad dome switch. A minor scratched lcd window, cracked case near display window corners, cracked battery tube threads and cracked reservoir tube lip noted during visual inspection. The time/clock was set and monitored and time/clock anomaly noted. The keypad connector was properly closed.